Event description:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the test strips involved in this case were tested and the customer's complaint was not confirmed. During evaluation a secondary issue was determined in that the test strips failed for control solution low. The returned meter was also tested on (B)(4) 2013 and the complaint was not reproduced. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the test strips involved in this case were tested and the customer's complaint was not confirmed. During evaluation a secondary issue was determined in that the test strips failed for control solution low. The returned meter was also tested on (B)(4), 2013 and the complaint was not reproduced. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Follow-up # 1 (06/05/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis (pa) on 5/15/2013 with the following findings: the meter passed testing with no faults found. No error message was observed. The meter functioned properly.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.